Event description:
It was reported following a 5 hour percutaneous procedure an 8f angio-seal vip was deployed by an interventional fellow under the direction of a trained angio-seal physician. The physician stated the device deployed correctly. Hemostasis was not achieved and bleeding was seen around the collagen. The pt became hypotensive and unstable. The pt's common femoral artery required surgical intervention for repair. The physician stated that the event was not a device issue or malfunction.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined, however, the physician stated it was not caused by the device or malfunction. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.